Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-50, serial: (B)(4), batch/lot: 7087688.

Event description:
It was reported that the patient had lead migration and lost of coverage. No device malfunction was suspected. The patient underwent a lead revision procedure wherein the lead was repositioned and was doing well postoperatively.